Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was looped back to fill tubing after seeing drops of insulin come out of the tubing. The customer's blood glucose level was 235 mg/dl. Reportedly, the customer was able to complete the load process successfully, and resumed insulin delivery.